Event description:
This complaint is reportable based on analysis of the returned reflexion spiral mapping catheter performed (B)(6) 2012. It was reported the physician noted noise on the screen during the ablation when the catheter was manipulated. The physician continued the procedure with no consequences to the pt. Analysis of the returned catheter revealed the tip shaft to catheter shaft bond had separated.

Manufacturer narrative:
One 7f reflexion spiral catheter was received for evaluation. Visual inspection revealed the shaft bond became detached. A uniform band of uv adhesive was present around the entire shaft. No surface damage was noted anywhere else. Visual appearance of the separation was consistent with having encountered resistance at the distal tip shaft and force having been applied to the proximal half of the shaft causing the separation. The catheter successfully attaches to the sjm extension cable which was used during the electrical testing of the catheter. The catheter was electrically tested for open and short circuits, revealing stable resistance values within specification. The catheter was also tested with the loop in a deflected position; again stable values were confirmed within specifications. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification for the bond separation is consistent with operational context as device performance was limited due to anatomical/procedural factors.